Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). Multiple attempts to obtain the device, logs and/or additional information were not successful. Without the actual device or logs, a thorough investigation could not be performed and specific conclusion could not be drawn as to the cause of the reported event. If the device, logs and/or any additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, " the bd 10ml syringe does not allow for full delivery of medication when used with perfusor space, always leaving approx. 2-3 ml in the barrel after perfusion." Bd syringe 309604, lot w12475. Drug library was being used. Infusion was of ceftriaxone. No injury.